Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The orbital position of the potentiometer was re-based and re-adjusted. The motorized travel was re-calibrated. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the tube alignment did not match the position displayed on the 9900 system screen. No pt injury was reported.